Event description:
A user facility reported a patient with a capsular bag tear after a lens popped out of a cartridge during intraocular lens (iol) implant surgery. A surgeon reported that an anterior vitrectomy was also performed. In a follow-up, the surgeon reported the outcome of the event as "excellent".

Manufacturer narrative:
The complaint sample was not returned by the reporting facility. The product history records could not be reviewed because the facility did not provide a product lot number for the reported complaint. Additional information was requested on 09/23/2008 by fax and mail. A completed questionnaire was received on 10/06/2008. This report was mailed to FDA on: 10/22/2008.